Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15221. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned paddle lead found one broken wire that was the result of explant damage. There were no other anomalies or damage that existed prior to explant that would have contributed to the reported allegation.